Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted eschar buildup on the jaws of the device. The knife was bent and clamps between the jaws of the device preventing proper functionality. Functional testing found that the build up was cleaned and the device was working properly. More frequent cleaning of the jaws could have prevented build up of eschar. The product analysis found the mechanical function of the device's jaw opening and closing was unable to function properly due to the damage to the device. The most probable cause of this condition is misuse/mishandling of the device. The weld integrity and the device's tactile were inspected and were found to be within specification. The bade was unable to retract or advance due to the damage to the device. The device was detected by the lab generator. Further testing was unable to be preformed due to the returned state of the device. It was reported that the knife was broken, device stopped working and the jaws was difficult to open. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtron ic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Eliminate tension on the tissue when sealing and cutting to ensure proper function. Do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a lap hysterectomy procedure, near the end of the procedure, on pelvic anatomy, the jaws would not function and the blade became dislodged and was lateral to the midline of the jaw. The blade could no longer retract into the jaw. Numerous good seals were completed before the problem occurred. Was able to remove the instrument from the abdomen without harm to patient. There was a 5 minute extension of the surgery due to the device issue.